Event description:
It was reported that the patient passed away due to sepsis. The patient's death was related to poor health condition. The patient had multiple co-morbidities, including sepsis. The source of the sepsis infection and how the infection was diagnosed were unknown. At the time of the patient's outcome the device was operating as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.